Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the true dilatation balloon valvuloplasty products that are cleared in the us. The product classification code for the true dilatation balloon valvuloplasty product is identified. The lot number for the two malfunctions were provided and a lot history review was performed. The devices have been returned for evaluation; the evaluation unconfirmed fail to fold and retraction issue. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes 2 malfunctions. A review of the reported information indicated that model 244512 true balloon valvuloplasty catheter allegedly experienced failure to fold and a retraction problem. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. The age, weight, and genders of the two patients were not provided.